Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 9 was failed to open. A technical support specialist identified that the zones were disabled and enabled them successfully. However, there were no patients assigned to pull medication from that drawer at the time, planned to review medbank myqlink (mql) transactions to monitor if any activity occurs from the drawer. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, a drawer failure. The customer reported that drawer 9 did not open when attempting to dispense potassium 20 meq for a patient. Remote access was used to open the drawer, allowing the medication to be dispensed following a cycle count. During observation of a subsequent dispensing transaction, the drawer again failed to open to allow medication access. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.